Event description:
A report was received that during the patient¿s implant procedure the physician noted there was an infection present at the lead site. The symptoms included redness and drainage. The physician administered antibiotics and assessed the infection to be procedure related. The patient¿s symptoms have resolved.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model # sc-2316-50; serial #: (B)(4); description: infinion 1x16 perc lead kit 50cm. Model #: sc-4316; lot #: 17633070; description: next generation anchor kit-sterile. Model #: sc-3400-30; serial #: (B)(4); description: infinion splitter 2x8 kit 30 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.